Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose and their insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 281 mg/dl. The customer treated with a manual injection. The customer reports they are not able to rewind the pump. The customer also states they received a low battery alert and then failed battery test. The customer declined to troubleshoot for all error alarms and high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error an error in the motor was detected by reading unexpected value from hall sensor or generated if minute event is not received from motor processor or the sw watchdog task is not running properly, replace battery now alarm, failed battery test alarm or power loss alarm noted during testing. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm alarm noted. (B)(4).